Event description:
A customer reported getting "6005 test cup camera read error" after daily check run on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), luteinizing hormone (lhii) and progesterone (progiii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. While troubleshooting with the customer, fse instructed the customer to restart the analyzer to reset the hardware/software communication. The customer successfully performed daily check run and quality control run without error and within acceptable range. No further action required by field service. The customer confirmed aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [6005] test cup camera read error cause: an analyte cup could not be read with the camera. Action: check the label on the analyte cup to see if it is dirty or damaged. If the trouble persists, it will be necessary to check the camera, so contact tosoh local representatives. It will be necessary to check the camera and also adjust the read position, and so on. The most probable cause of the reported event is an intermittent communication failure